Event description:
It was reported that patient pressed call light to ask if he was done because vidaza had stopped dripping about five minutes previously (10 minutes before infusion was to be completed). Vidaza bag empty, but chamber for the saline bag completely full. Pharmacy notified and it was determined vidaza back filled into saline and entire saline bag should now be administered. It was noted on the intake form that the customer put "occurrences or unanticipated adverse outcomes involving diagnostic intervention greater than observation or monitoring to rule out injury" in consequences resulting from this event. Although requested, further information is not available.

Manufacturer narrative:
Revised h6- impact codes. The root cause for the reported issue that a secondary IV bag of vidaza emptied prematurely and may have back filled into the primary bag of saline was not determined because no product was returned. Device history: a review of the device history record showed the device had a manufacture date of 02/24/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue that a secondary IV bag of vidaza emptied prematurely and may have back filled into the primary bag of saline could not be confirmed; no product was returned for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, additional patient information not provided.

Event description:
It was reported that patient pressed call light to ask if he was done because vidaza had stopped dripping about five minutes previously (10 minutes before infusion was to be completed). Vidaza bag empty, but chamber for the saline bag completely full. Pharmacy notified and it was determined vidaza back filled into saline and entire saline bag should now be administered. It was noted on the intake form that the customer put "occurrences or unanticipated adverse outcomes involving diagnostic intervention greater than observation or monitoring to rule out injury" in consequences resulting from this event. Although requested, further information is not available.